Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, deflection and contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed, and it was not possible to make the loop smaller or bigger. Due to this issue, device handle was dissected and the contraction puller wire was found broken inside the handle area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The contraction issue reported by the customer was confirmed. The root cause for the broken puller wire is traced to manufacturing process. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever contraction. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. Internal corrective action was opened to investigate and improve the process and mitigate this failure mode. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a varipulse¿ bi-directional catheter. Initially, it was indicated that the variable loop would not open or close on the varipulse catheter. There was no visible damage to the outside of the catheter. When the catheter was replaced, the issue resolved. The catheter was brand new and not reprocessed. With the initial information available, this event was assessed as non MDR reportable. However, on (B)(6) 2026, additional information was received which indicated that the catheter was stuck in contracted position. The knob was able to be turned but no effect. The catheter was never inserted in the body. Therefore, the event was re-assessed as MDR reportable with an awareness date of (B)(6) 2026.